Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. Customer experienced a high blood glucose (bg) of over 500 mg/dl; cause was unknown. The customer declined to perform further troubleshooting regarding the high bg issue and continued to use the pump for insulin therapy.